Event description:
It was reported that during cleaning there was a hole in the hose of the hand piece device. The device may have been used in surgery; however, the hole was not discovered until cleaning. It was unknown to the reporter if there was a delay to a surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was evaluated. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).